Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-27, and longford, irl, to architect i1000sr module, list number 01l86-01, and irving, USA. MDR number 3016438761-2023-00579-00 has been submitted and all further information will be documented under that MDR number. Section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a male patient. The following data was provided (customer¿s normal range for males is <34 pg/ml): initial result, on 08sep, was 35.1 pg/ml. The patient was redrawn, and the result was 4.5 pg/ml. The initial sample was then repeated, and the result was 4.4 pg/ml. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a male patient. The following data was provided (customer¿s normal range for males is <34 pg/ml): initial result, on (B)(6) 2023, was 35.1 pg/ml. The patient was redrawn, and the result was 4.5 pg/ml. The initial sample was then repeated, and the result was 4.4 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-27, that has a similar product distributed in the us, list number 02r98.